Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. Reporter is a synthes employee. Part: 07.702.040s, lot: 1b53390, manufacturing site: (B)(4). Supplier: osartis gmbh. Release to warehouse date: february 19, 2021. Expiration date: february 01, 2024. A manufacturing record evaluation was performed for the finished article lot and no non-conformances were identified. Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that during a procedure on december 9, 2021, the patient underwent open reduction internal fixation (orif) surgery to treat a trochanter fracture. While mixing cement, the surgeon put the liquid in the mixing device, closed the cap, and moved the handle by turning it up and down; the cement leaked out from the gap between the cap and the mixing device. The amount of leaked cement seemed to be less than 1 ml, and the amount of cement necessary for the surgery was filled in a syringe. The surgery was completed safely with no surgical delay. Patient was stable. This report is for a traumacem(tm) v+ injectable bone cement. This is report 1 of 1 for (B)(4).